Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The resistance could not be confirmed as it was based on case circumstances. The kink and separation were confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported difficulties could not be determined. The kinks and bare wire separation appear to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal common carotid artery. An emboshield nav6 was being inserted through a microcatheter when the bare wire could not rotate as it exited the microcatheter. When removed from the anatomy it was observed that the tip of the bare wire was bent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Qat analysis of the returned device noted the bare wire was separated. Follow-up with the site stated the separation occurred after the procedure; however, it was unknown how the separation occurred.